Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Inadvertent misplacement of the suprarenal extension over the renals by the physician.

Event description:
Access and deployment of a bifurcated device and a suprarenal proximal extension were uneventful. There was an intraoperative proximal type I endoleak that could not be resolved. The plan was to place an infrarenal cuff inside the suprarenal cuff. During repositioning of the introducer sheath, the dilator pushed the suprarenal cuff up and covered the renals. The physician was unable to pull the cuff down. The patient was converted to open repair. Although the patient lost approximately 2500cc of blood, the patient continued to produce urine and tolerated the procedure well. After the case, the physician felt that he may not have ballooned the entire length of the suprarenal cuff, which may have contributed to the endoleak.